Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the nylon ties for the pe valve was leaking. Additional malfunctions include the sieve beds were saturated.